Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip was deployed but did not release properly from the catheter. While the physician was trying to fix the problem, air bubbles appeared on the imaging. The only way to remove the device was through the colonoscope. As it was taken out, the clip scratched the scope. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block e1: initial reporter alternative number: (B)(6). Bock h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip was deployed but did not release properly from the catheter. While the physician was trying to fix the problem, air bubbles appeared on the imaging. The only way to remove the device was through the colonoscope. As it was taken out, the clip scratched the scope. There were no patient complications reported as a result of this event. Additional information received on october 10, 2025: after multiple deployment attempts, the clip was successfully placed in the intended area in the sigmoid colon following a polypectomy; the procedure was completed using this device.

Manufacturer narrative:
Block e1: initial reporter alternative number: (B)(6). Block h2 (additional information): block b5 has been updated. Bock h6: imdrf device code a15 captures the reportable event of the clip being difficult to be released from the catheter. H11: the returned resolution 360 ultra clip was analyzed; the device did not return for analysis. However, the documentation attached include some photos that shows the device with the catheter kinked and unraveled. No other problems with the device were noted. The reported event of clip difficult to release from catheter was confirmed. Upon analysis, it is likely that the physician encountered difficulties during the deployment of the clip, which caused the control wire to bend. Factors such as applying extra force during deployment, using pliers to pull out the control wire to aid clip deployment, etc., may have contributed. Several procedure-related factors, including angulation and technique, may have also played a role in this difficulty. Based on all gathered information, the most probable cause selected is adverse event related to procedure.

Manufacturer narrative:
Block e1: initial reporter alternative number: (B)(6). Block h2 (additional information): block b5 and block h6 (device codes) have been updated. Bock h6: imdrf device code a15 captures the reportable event of the clip being difficult to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip was deployed but did not release properly from the catheter. While the physician was trying to fix the problem, air bubbles appeared on the imaging. The only way to remove the device was through the colonoscope. As it was taken out, the clip scratched the scope. There were no patient complications reported as a result of this event. Additional information received on september 8, 2025: the clip ultimately deployed in the intended area after multiple attempts were made to deploy it. The indication of the procedure was in the sigmoid after a polypectomy.

Manufacturer narrative:
Block e1: initial reporter alternative number: (B)(6). Block h2: correction- block b5 and block h6 (device codes) have been corrected. Bock h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. H11: investigation results- the returned resolution 360 ultra clip was analyzed, and it was observed during media analysis of the attached photo was performed, the device did not return for analysis. However, the documentation attached include a picture that shows the catheter kinked and unraveled. No other problems with the device were noted. The reported event of clip failure to release from catheter was not confirmed. Upon analysis of the returned device, the catheter was unraveled and kinked. Based on all gathered information, the most probable cause selected is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip was deployed but did not release properly from the catheter. While the physician was trying to fix the problem, air bubbles appeared on the imaging. The only way to remove the device was through the colonoscope. As it was taken out, the clip scratched the scope. There were no patient complications reported as a result of this event. Correction noted on september 8, 2025. Part of the scope was damaged and hard to remove.